Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set ; further described as ¿the tip of the transfer set was dislodged (female connector and main body)." This was observed during self-check of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.